Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) states the safety and effectiveness of the angio-seal has not been established in pts with clinically significant peripheral vascular disease. The angio-seal instructions for use (IFU) state that if collagen deposition into the artery or thrombosis at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this may include thrombolysis, percutaneous thrombectomy, or surgical intervention. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.

Event description:
An angio-seal sts plus device was selected for use and deployed following an aortoiliac stenting. The pre-deployment angiogram revealed a right common femoral artery puncture with severe calcification, but no vessel tortuosity. The physician held the remaining suture from the puncture site after deploying the anchor/collagen assembly and kept upward tension. The tamper tube was then used to compact the collagen. The tamper tube extended deeper into the puncture tract than usual and bleeding occurred. Manual compression was applied for an unk time and hemostasis was achieved. An ultrasonic examination revealed the collagen had been deposited into the artery, and resulted in an occluded vessel with obstruction to the blood flow. A percutaneous transluminal angioplasty was performed. The occluded area was dilated with a balloon catheter via the left femoral artery, but stenosis remained. Surgical intervention was performed due to decreased pedal pulses.